Manufacturer narrative:
Concomitant products: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
The patient reported they used to have the first pump in the front of the abdomen area but the patient lost a lot of weight due to menopause. The patient went from (B)(6). And then dropped it down to (B)(6). The healthcare provider (hcp) moved the pump to the back area where the patient¿s stimulator device used to be. Per the hcp the pump was relocated because of weight loss in (B)(6) 2012 with a 20ml pump. The hcp also indicated that the patient had problems with the pump of the anterior abdominal wall and would reposition the pump on the lower back. No patient outcome reported. The pump was used to deliver sufentanyl, baclofen, prialt and bupivacaine.